Event description:
Debris inside syringe.

Manufacturer narrative:
It was reported that the sterile solution was contaminated with "brown debris". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.